Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the black box revealed consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on 05/07/2015. There was no power on reset events observed. The returned battery and cartridge caps were used during the investigation. There was no damage found to the battery compartment or battery cap. The battery cap was able to secure tightly to the pump. The pump was able to power on with auditory and vibration alerts functioning appropriately; however, the display remained blank. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The reported ¿no power¿ complaint was unable to be adequately completed due to the blank display screen issue caused by a single component failure found on the pcb. Unrelated to the complaint, the bolus button cover was found to be damaged and the white slug contact was exposed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no moisture of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.